Event description:
It was reported that the procedure was to treat a chronic totally occluded, mildly calcified and 95% stenosed distal circumflex artery. A balance middleweight (bmw) universal ii guide wire could not cross the lesion and was exchanged for a non-abbott guide wire. A 2.5 x 33 mm xience prime stent delivery system (sds) could not cross the lesion. The sds was removed and pre-dilatation was performed with a non-abbott balloon catheter. The sds was advanced again; however, the stent dislodged during advancement and was deployed distal to the lesion in healthy tissue. The procedure was completed at this time. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Additionally, the IFU states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. The expiration date of the product is important for sterility, efficacy, and performance of the device. It should be noted the IFU states: for single use only. Do not resterilize or reuse. Note the product "use by" date. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. No pre-dilatation and re-insertion. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.